Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties and balloon detachment occurred. During a venous compression case, a 18-6/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. The balloon was used and properly deflated. As the device was being removed from the patient's body it was noted that the device got stuck at the sheath and the balloon was detached from the catheter. The sheath was removed and the balloon came out. The procedure was completed with this device. No patient complications were reported.